Manufacturer narrative:
Sample probe washing maintenance was performed and precision studies were run.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas pro c 503 analyzer. The sample initially resulted in a creatinine value of 141.0 umol/l and this value was reported outside of the laboratory to the clinician. The patient has had a previous creatinine result of 30 umol/l and the clinician questioned the initial sample result. The sample was repeated on a second analyzer, resulting in a value of 30.3 umol/l. The repeat value was believed to be correct. The creatinine reagent lot number was 618951. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer found leaking and dripping nozzles due to damaged tubing. The sample probe was found to be blocked and the outside wash of the probe was found to be insufficient. The engineer fixed the issues. The investigation determined the service actions resolved the issue.